Event description:
(B)(4) - it was reported by the consumer's legal representative that the arm of an unknown model and serial numbers of a power wheelchair had fallen off, resulting in the patient being unable to control the unit, which collided with a metal pole, and she got injured. There is no information available on severity of the injuries, and if the patient sought medical care. If additional information is received, this file will be reviewed, and a supplemental report will be submitted.